Event description:
Reporter states customer reportedly received result of 140 mg/dl on the advantage system and 75 mgdl on professional's meter. Within 10 minutes. No blood glucose symptoms reported with these results. No actions taken based on device results. Controls were run and in range at health department. No adverse event reported. Requested return of suspect device and replacement was sent.